Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold. Leak test and microscopic analysis was performed which identified: device not leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.